Event description:
A user facility reported occurred during a hemodialysis (hd) patient's treatment, machine alarmed for blood in dialysate. The pump was stopped. Although there was no visible blood leak from dialyzer, circuit, or effluent, dialysate test strip was positive for blood. The dialyzer and circuit were replaced. The estimated blood loss was unknown. No injury to this patient was reported and no medical intervention was required. Upon follow-up received, it was reported the machine alarmed appropriately with a blood leak alert. The blood leak was visually observed internally within the dialyzer and no external leak was observed. There was no visual damage observed with the dialyzer and the patient's blood was reportedly returned. Blood test strips were used but the results were not provided. Following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: b5

Event description:
A user facility reported occurred during a hemodialysis (hd) patient's treatment, machine alarmed for blood in dialysate. The pump was stopped. Although there was no visible blood leak from dialyzer, circuit, or effluent, dialysate test strip was positive for blood. The dialyzer and circuit were replaced. The estimated blood loss was unknown. No injury to this patient was reported and no medical intervention was required. Upon follow-up received, it was reported the machine alarmed appropriately with a blood leak alert. The blood leak was visually observed internally within the dialyzer and no external leak was observed. There was no visual damage observed with the dialyzer and the patient's blood was reportedly returned. Blood test strips were used but the results were not provided. Following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported occurred during a hemodialysis (hd) patient's treatment, machine alarmed for blood in dialysate. The pump was stopped. Although there was no visible blood leak from dialyzer, circuit, or effluent, dialysate test strip was positive for blood. The dialyzer and circuit were replaced. The estimated blood loss was unknown. No injury to this patient was reported and no medical intervention was required. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.